Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there was an issue with the buttons on her insulin pump. Customer's insulin pump started working while speaking to the helpline. Keypad anomaly was unconfirmed. Customer's blood glucose levels was 102 mg/dl. Insulin pump replacement was offered, but customer declined. No additional information provided.